Event description:
In 2003 the leg of a pal (professional assitance lift), model pl250, broke while using the pal to transfer a resident bed to chair. The lift tipped over dropping the resident to the floor. A staff member was also hit by the lift . The pal leg broke at a weld. The MFR, sunrise machine & tool, was notified immediately following the incident. The resident did not appear to be seriously injured; however they are continuing to monitor their condition as they did strike their head on the floor.